Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested further information was not provided.

Event description:
It was reported that in the nicu an infusion of buretrol had completed and the lvp 8100 failed to alarm with air in line. The nurse stopped the pump before it reached the baby. There was no harm to the patient. Although requested further information was not provided.

Event description:
It was reported that in the nicu that while using a buretrol line set the lvp 8100 failed to alarm with air in line. The nurse stopped the pump before it reached the baby. There was no harm to the patient. Although requested further information was not provided.

Event description:
It was reported that in the nicu an infusion of buretrol had completed and the lvp 8100 failed to alarm with air in line. The nurse stopped the pump before it reached the baby. There was no harm to the patient. Although requested further information was not provided.

Manufacturer narrative:
The customer¿s complaint of the device not alarming for air in line when expected was not reproduced during testing. Physical inspection showed no anomalies. The customer reported an event date of (B)(6) 2020. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 4:06 am on (B)(6)2020. The suspect device was in use on (B)(6) 2020 (ail limit= 50 ¿l; accumulated air= enabled) but was channeled off and not programmed for infusion on the reported event date. Functional testing showed no anomalies. The root cause of the customer complaint that the suspect pump module failed to alarm for air in line was not identified. A review of the device history record showed the device had a manufacture date of 04/22/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was returned and evaluated.